Event description:
The customer called stating that their meter screen shows an "f-3" and then when a test strip is inserted, customer cannot see the complete screen. During the troubleshooting process it was determined that there are missing segments from both the tens and units display. A request was made to return the unit for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.